Manufacturer narrative:
The investigation for the reported access site bleed and thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and thrombocytopenia could not be determined. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. While on impella support, the patient developed serious drainage from the access site and a small hematoma. Manual pressure was applied, and the patient received one unit of red blood cells and platelets. The patient returned to the ICU on approximately the same inopressors as prior to surgery. Additionally noted, the patient's prognosis had been noted as poor. Patient was on dialysis, and unable to wean extracorporeal membrane oxygenation (ECMO) the day prior. Most likely route for the patient was noted as palliative care. Approximately 17 days later, the patient expired.

Manufacturer narrative:
The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added: b5 addl details about death failure mode. Patient outcome of death did not change from initial report. Corrections to the initial MFR report #1220648-2024-09480: b2-selected death and added date of death. F6/f should have been left blank. G1 MDR reporting contact email updated. H1-updated to cardiac arrest/death. H6 impact code added 1802. H6 component code 925 added.

Event description:
It was further reported by abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient endured cardiac arrest asystole with a "unknown (undetermined)" relationship to the impella device used: "throughout the morning pt's hr was dropping at 12:14 pt was noted to be in a stole, and was pronounced dead at 12:15. No spontaneous respirations observed, no audible breath sounds or cardiac activity, and no pulse". The patient outcome is expired.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry the patient endured cardiac arrythmias- vtach with "possibly" related relationship to the impella. Per loqi: overnight (B)(6), pt had several suction alarms as well as a 45 s run of vt which resolved spontaneously. Impella was decreased to p7 with no further alarms. Overnight on (B)(6) pt was noted to have vtach hr 150s ~2-3 min around 1:45am. Converted back to sinus tachy to 100s on own. Again at 2:45 am back in vtach again to 150s. Dccv -> converted back to sinus. Gave amio bolus and started amio drip.

Manufacturer narrative:
B5 additional information received regarding event days before the patient expierenced cardiac arrest and expired .